Manufacturer narrative:
With all the available information, engineers were not able to confirm the report of the lead easily moving with the burr hole cover clicked closed. Analysis of the db-4600c batch: 25835763 in the laboratory passed visual inspection; and the device exhibited normal device characteristics, successfully connecting with a test placement tool. Additionally, a review of the instructions for use (IFU) revealed that lead migration is a known risk of using the deep brain stimulation (dbs) system. Db-2202-30 serial: (B)(6) was not returned for analysis.

Event description:
It was reported the patient experienced pre-implant dystonia symptoms. X-ray imaging and a computed tomography (CT) scan taken in the field revealed the implanted lead tip had migrated. The patient underwent a revision procedure, and at that time the physician found that the lead was easily moved despite confirming the burr hole cover had been clicked closed. The burr hole cover and lead were replaced; and post-operatively, the patient's symptoms were recovering.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: na, batch: 25835763.

Event description:
It was reported the patient experienced pre-implant dystonia symptoms. X-ray imaging and a computed tomography (CT) scan taken in the field revealed the implanted lead tip had migrated. The patient underwent a revision procedure, and at that time the physician found that the lead was easily moved despite confirming the burr hole cover had been clicked closed. The burr hole cover and lead were replaced; and post-operatively, the patient's symptoms were recovering.